Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
The consumer reported that he has had three infections from the battery pack area, including one time where the surgeon had to go in open the incision and clean out the infection before sewing him back up. The patient stated he had been taking oral antibiotics which had done nothing for the situation. After the third infection, the doctor decided to take the implant out around the second week in (B)(6) because his whole back area was inflamed, red, bleeding and had puss. The patient noted that two and half months later the infection reappeared at the incision site and started oozing with puss and blood again. The patient mentioned they had to have a port put in to have antibiotics administered intravenously for at least 30 days. The patient explained that their doctor¿s opinion was that their body rejected the coating on the implant. The patient added that the paddle was left on his c7 vertebrae. The indication for use was non-malignant pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was having the lead removed on (B)(6) 2017 and were requesting the presence of a manufacturer's representative (rep). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there was no change in activity that led to the infections. The patient stated the incision of the battery pack had the infection come back and they had to have an IV infusion of antibiotics daily. The patient mentioned having oral antibiotics three times and the implant was removed 17-july. The infections had not been resolved.